Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds, and high pacing impedance measurements of greater than 2,500 ohms. The patient complained of pre-syncope and lethargy. There was no capture at maximum output in either unipolar or bipolar configuration. The patient had an underlying escape rhythm of 40 beats/minute. A chest x-ray was performed, and displayed an break in the conductor coil of this rv lead. The decision was made to replace this lead with a competitor's lead. There were no additional adverse patient effects reported.

Manufacturer narrative:
This rv lead was capped and abandoned, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.